Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center director reported a case of epithelial ingrowth outside of visual axis, observed on a patient's right eye at two weeks post lasik treatment. Reporter indicated the patient was not symptomatic. Patient noted she was happy with vision. Additional information has been requested.